Event description:
It was reported that after insertion, the spring wire guide (swg) became stuck in the catheter and as a rsult, both the catheter and swg had to be removed together. There were no reported pt complications.

Manufacturer narrative:
The event was initially evaluated, and determined to be non-reportable. The returned device was evaluated and determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one swg, 2-l 12 fr x 16 cm catheter, and several other components were returned for evaluation. The components showed evidence of use. The swg was observed to have numerous bends & was partially unraveled approximately 6.5 cm from the proximal end. The core wire was broken, but both welds were intact & no pieces were missing. The swg diameter was confirmed to be within specification. A similar swg with a .861 mm diameter was inserted into the distal lumen of the catheter & passed though the catheter without resistance. It was reported that the swg became stuck in the catheter, but no other details of the incident were provided. Instruction booklet contains suggested procedures for inserting the swg & precautions to minimize the possibility of swg damage. Since the product lot number was not provided by the customer, a device history record (DHR) review was performed based on sales history. The DHR for the swg & catheter were reviewed with no relevant findings. The investigation found no evidence to indicate a manufacturing related cause. Based on the sample and information provided, the potential cause of this issue appears to be procedure / pt anatomy related. A CAPA has been initiated to address this issue.